Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and an angiographic catheter. During the procedure, the physician encountered resistance when the lantern was advanced approximately ten centimeters into the angiographic catheter. Therefore, the lantern was removed. The procedure was completed using a new lantern, a ruby coil, the same angiographic catheter, and additional non-penumbra devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern revealed an undamaged and functional device. During functional testing, the lantern was able to be advanced through a demonstration benchmark without issue. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.